Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "delayed healing and infection - late onset" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "they have been having issues after the implant surgery", "chronic inflammation through out the body", "don't heal well after surgery, cut and bruises", "my hair falls out", "I got lump under both arm", and "my body is falling apart". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a right side "they have been having issues after the implant surgery", "chronic inflammation through out the body", "don't heal well after surgery, cut and bruises", "my hair falls out", "I got lump under both arm", and "my body is falling apart". Device remains implanted.